Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #1627487-2016-01842, #1627487-2016-01843. It was reported the patient experiences ineffective stimulation in the neck and overstimulation in the arms. The physician plans to trial the patient with leads of a different model.

Event description:
Device 1 of 3. Reference MFR report 1627487-2016-01842 and 1627487-2016-01843. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016, where the patient's original three cervical leads were disconnected from the ipg and two new occipital leads were added and connected to the existing ipg. The physician also added two new trial octrode leads in supra-orbital region to achieve therapy in her neck. Nothing was explanted. Additional information received identified the trial was successful and the patient will be scheduled for the supra-orbital perm in near future.